Event description:
A caregiver (cg) contacted (B)(4) regarding a system error (se) 2240 alarm that appeared on the home choice (hc) during drain. The care giver (cg) stated that the home patient (hp) disconnected to use the bathroom. The drain cycle started and the hc alarmed. (B)(4) explained se 2240 indicates a large amount of air has entered setup and advised the cg to restart therapy with new supplies. The cg confirmed to start with new supplies and call back with any questions. On (B)(6) 2010 (B)(4) spoke with the home patient (hp) who could not recall if she reconnected to the setup after intentionally disconnecting. The hp stated her therapy was resuming without complications. No patient injury or medical intervention was reported. No further detail was available.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The care giver (cg) stated that the home patient (hp) disconnected to use the bathroom. The drain cycle started, and the hc alarmed. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).